Event description:
Allegedly revised due to mom complications (right hip).

Manufacturer narrative:
This report was filed in error.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-01841, -01842, -01843, -01844, -01845. This report will be updated when investigation is completed.